Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found both jaws closed and would not open and the pull wires intact. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally while actuating the handle the two jaws moved together to one side instead of opening properly. The condition of the returned incident device was not consistent with the complaint that the pull wire broke. Device evaluation found the pull wires to be intact but the device failed to open properly. There are controls in the manufacturing process that exist to limit product performance issues. Therefore, the most probable root cause for this is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the evaluation results this complaint is no longer considered a reportable event. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure.according to the complainant, during the procedure, it appeared that the pull wire broke. It was reported that nothing detached into the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure. According to the complainant, during the procedure, it appeared that the pull wire broke. It was reported that nothing detached into the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.